Event description:
It was reported that a patient experienced undersensing and loss of capture on their right ventricular lead. Programming changes were made to address the issue. A moderate increase in pacing impedance on the lead was also observed. The patient later presented again with oversensing on their lead due to small r waves and increased sensitivity. No further intervention was performed. No symptoms were reported and the patient was stable.